Manufacturer narrative:
Device used for treatment. Implanted approximately 2007 or 2006. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was implanted with construct at t12 to l2 approximately 2007 or 2006. The patient was complaining of pain; the screws in the thoracic curve are pronounced and patients posture worsens due to progression of pronounced screws. Surgeon returned patient to the or on (B)(6) 2012. It was noted patient was fused and the hardware was removed from the right side, 1 rod, 3 screws 3 locking caps. The posterior side was left intact and not removed, 1 rod, 2 screws, 2 locking caps. The procedure was completed. This is 7 of 7 reports for this event.